Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be slightly bent and exhibited slightly inaccurate values when touching off of the spine model. The reported advised that no adverse consequences or delays were associated with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be slightly bent and exhibited slightly inaccurate values when touching off of the spine model. The reported advised that no adverse consequences or delays were associated with this event.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be slightly bent and exhibited slightly inaccurate values when touching off of the spine model. The reported advised that no adverse consequences or delays were associated with this event.